Event description:
The covidien customer support engineer (cse) reported that an 840 ventilator had an erratic screen. The cse inspected the device and replaced the graphic user interface cpu pcb. The unit passed extended self-testing.